Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels of up to 250 (mg/dl) for 4 days. Customer administered correction boluses to treat bg levels; however, customer reported that bg levels would only decrease to the low 200s (mg/dl). System check with tandem technical support on (B)(6) 2016 indicated pump was performing as intended. Recommendation was made to consult with health care provider to discuss diabetes management. Customer indicated that they would change their infusion site and contact tandem technical support if they encountered any additional issues.